Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rechargeable implantable neurostimulator was returned. It was noted that the device had been explanted due to normal battery depletion on (B)(6) 2017. The intended use of the device was noted as unknown, and there was no patient death noted. Manufacturer¿s records indicate that the device had been implanted on (B)(6) 2013. It is not expected for the device to have depleted normally based on the date of implant.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial number (B)(4) found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device was explanted due to a battery failure. There were no known circumstances that led to the issue. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported.